Event description:
The remb sag saw was returned for service. Upon evaluation at the manufacturer, it displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. It was also reported that during evaluation at the manufacturer that there was a substance on the rotor which could indicate that the device was leaking. There was no patient involvement and no adverse consequences to the user alleged with this event.

Manufacturer narrative:
Upon disassembly for visual inspection, wear was found on the boot and three bearings. Additionally the motor was damaged.